Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose (bg) reached over 500 mg/dl which was addressed with a correction via syringe. Customer used cold insulin to fill cartridge. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.